Manufacturer narrative:
Patient¿s weight is unknown. This report is for one (1) unknown left trochanteric femoral nail advanced (tfna) femoral nail/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Implanted date: unknown. Explanted date: due to intraoperative issues, device could not be explanted; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Complained issue could not be replicated and/or confirmed based on the available information (incl. Pictures and/or x-ray¿s). Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a hardware removal on (B)(6) 2018, the nail extractor would not thread into the top of the implanted left trochanteric femoral nail advanced (tfna) femoral nail. Surgeon tried changing patient's angle of abduction/adduction with the traction table, but the extractor still would not attach to the unknown nail. Surgeon commented that the threads of the extraction instrument were damaged. The surgeon decided to leave the unknown nail implanted. There was a 15-minute surgical delay reported. It is unknown what the patient outcome was. This report addresses intraoperative issue that occurred during hardware removal procedure. The hardware removal due to soft tissue irritation has been captured under related complaint (B)(4). This report is for one (1) unknown left trochanteric femoral nail advanced (tfna) femoral nail. This is report 2 of 2 for complaint (B)(4).